Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose level of 23.6 mmol/l. Insulin pump had under delivery. Customer was treated with insulin infusion. Insulin pump was on auto mode. The reservoir will not be returned for analysis.